Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) had a year remaining a few weeks ago and recently reached explant indicator. Boston scientific technical services (ts) suggested to notify the clinic and the local representative to coordinate a check in person to schedule a change out and to run a diagnostic test on the device if needed. This device was explanted. No additional adverse patient effects were reported.